Event description:
It was reported while using 50 ml bd luer-lok¿ syringe sterile, single use there was leakage past the stopper. There was no report of patient impact. The following information was provided by the initial reporter: date of incident: (B)(6) 2022. Type of incident/problem: connection problem. Technician reported leaking syringe from improper seal of plunger.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 30-jan-2023. It was reported the syringe was leaking from improper seal of plunger. To aid in the investigation, one sample in an opened packaging blister and two photos were provided for evaluation by our quality team. A visual inspection was performed and no defects or imperfections were observed. The sample was then tested for leakage with a water pressure test and the sample passed. The two photos provided show the sample received. A device history record review was completed for provided material number 309653, lot 2126274. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed and a probable root cause could not be offered. H3 other text : see h10.

Event description:
It was reported while using 50 ml bd luer-lok¿ syringe sterile, single use there was leakage past the stopper. There was no report of patient impact. The following information was provided by the initial reporter: date of incident: 2022-08-17. Type of incident/problem: connection problem. Technician reported leaking syringe from improper seal of plunger.